Event description:
A 5f angled pig tail catheter (100 cm) distal tip separated from the catheter. During a routine diagnostic left heart catheterization via the right femoral artery, the physician was advancing the catheter over a .035 wire and placed it in the aorta. While the physician was retrieving the catheter over the wire, the distal part of the catheter sheared off and dislodged in the patient's vasculature. The doctor proceeded to snare this portion of the catheter out of the patient, and no further complications were identified. There was no injury to the patient reported. The device will be returned.

Manufacturer narrative:
A 5f angled pig tail catheter (100 cm) distal tip separated from the catheter. During a routine diagnostic left heart catheterization via the right femoral artery, the physician was advancing the catheter over a .035 wire and placed it in the aorta. While the physician was retrieving the catheter over the wire, the distal part of the catheter sheared off and dislodged in the patient's vasculature. The doctor proceeded to snare this portion of the catheter out of the patient, and no further complications were identified. There were no anomalies noted when the device was removed from the package or during preparation. There was some resistance encountered while advancing the device, but nothing that inhibited the catheter. The device did not kink in the area of separation and there was no report of excessive torquing. There was no injury to the patient reported. The device will not be returned. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of catheter separation could not be confirmed. Standard procedure advises to stop using a device when resistance is encountered to identify the source of the resistance, if the source cannot be identified, then it is recommended to discontinue use of the device. With the limited information available it is not possible to determine an exact cause for the event, but procedural factors can contribute to this type of incident. Inspections are in place to prevent damaged devices from leaving the facility and based on the available clinical information there is no indication of any manufacturing issues; therefore, no corrective actions will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.